Manufacturer narrative:
The device was returned and an evaluation could not confirm the customer allegation. During the inspection at repair center, it was found that the nozzle was deformed, causing unsmooth air/water feeding. There were few additional findings. The device exhibited insufficient angulation. The leak check label at light guide connector was discolored. The scope connector cover unit had discoloration due to water leakage. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the air/water tube of the gastrointestinal videoscope was clogged with foreign material. The customer reprocessed the device following the normal procedures. The air/water feeding was insufficient. The issue was found during inspection before use for a gastroscopy procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not confirmed. No foreign material was found in the air/water channel. The following information was obtained from the customer regarding reprocessing; the customer stored the scope appropriately after the last procedure, the device was not used on a patient with foreign material, the customer follows reprocessing steps according to the instructions for use (IFU), and there was no delay to pre-cleaning after the procedure. Olympus will continue to monitor field performance for this device.